Event description:
It was reported that the patient&#38112;revision surgery was cancelled due to insurance issues.

Event description:
Further follow up information received reported that although the lead revision that was initially scheduled was cancelled due to insurance issue a resolution was reached and the revision procedure took place on the late afternoon of (B)(6) 2014. It was noted that patient was receiving effective therapy since the revision. The old explanted lead was discarded by the facility. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n308353, implanted: (B)(6) 2011, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that was reported that there were bad impedances. It was also noted that event involved a patient and occurred during normal use, and the product was implanted and remained in service. It was further reported that there was an impedance issue and that they were high and greater than 10,000. Electrodes 0,3,4,5, and 6 were reportedly ¿out¿ and it was noted that this was the lead that covered the patient¿s foot where their problem was. It was noted that paresthesia used to reach to the toes of the left foot and at the time of the report the coverage extended to the ankle and heel, but the entire foot was not obtainable. It was then noted that the coverage issue started after a car accident on or around (B)(6) 2014. It was then reported that the loss of coverage had been gradual. It was further reported that a lead revision was being planned, but was not yet scheduled and reprogramming would be required was well. Impedance testing and reprogramming were reportedly done as part of testing and troubleshooting. The patient was reported as alive with no injury and symptoms were noted as less than 50% therapy relief. The location of the issue or symptom was noted as unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had a lead revision scheduled for 2014-(B)(6). There were no lead fractures present. The cause of the event was not determined. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.